Event description:
It was reported that the procedure was performed to treat a lesion in the left subclavian artery. After a 12x60mm armada 35 balloon dilatation catheter (bdc) was prepared and advanced to the lesion with no reported issues, it was attempted to be used for vessel dilatation; however, the balloon was noted to rupture during the first inflation at approximately 3-4 atmospheres. The ruptured bdc and sheath were removed as a single unit as the balloon had wrapped around the sheath when it ruptured. A new armada was used to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information as provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device appears to be related to operational context. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, it is likely that the balloon interacted with the patient¿s challenging anatomy such that the balloon became damaged and ruptured; however, since limited information was provided, a conclusive cause cannot be determined. Additionally, the resistance reported during removal likely result from the ruptured balloon material catching on the introducer sheath during removal as the rupture likely did not allow the balloon material to refold properly. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.